Event description:
The healthcare professional reported injecting evolysse form into the lips of a patient. Patient had extreme swelling initially. Then approximately ten (10) days post injection, patient had hard masses/nodules in lips.. The hcp dissolved the product with two (2) vials of hylenex and antibiotics. Patient had a complete resolution of symptoms.

Manufacturer narrative:
Eus (B)(4)